Manufacturer narrative:
Insulin pump passed the displacement test. Hardware low level failures, variable 3, alarmed during self test and was confirmed in insulin pump history file due to cold solder joint at ambient light sensor. The audio tone/vibrate feature on the insulin pump functioned properly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a loss of audio issue. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.